Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The patient reported they were having a CT scan for their back which wasn't related to their therapy, and experienced shocking so they had to tell them to stop the scan. It was noted the patient had the implantable neurostimulator (ins) turned on when having the CT scan. The change in stimulation was not related to positional movement. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the manufacturer representative (rep) reported that the patient had felt a jolt since the shocking during the CT scan; twice when sitting down and once when he was walking. It was related to positional movement. Impedances had been checked and all were under 900 ohms. The patient was receiving therapy but had turned stimulation off after the 3 incidents after the CT scan. The shocking was at the same location of the electrodes. Troubleshooting was reviewed and it was noted that the patient wanted to explant. The surgeon recommended either adjusting it or taking it out.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient confirmed that they had sudden intermittent/erratic shocking from their ins and had the complete implanted system removed. There were no falls or trauma reported that could be related to the shocking issue. If additional information is received, a follow up report will be sent.